Event description:
The customer returned the xenon light source to the service center for a separate issue. During the device analysis, the service repair technician indicates that moisture in tube and dry fluid corrosion inside pump air tubing was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.